Event description:
It was reported that the pt underwent a sling procedure in 2003. Post operatively, the pt had seveloped weakness in both legs and recently almost total paraplegia. Working diagnosis is myelopathy. Surgeon believes that the pt's condition is related to spinal cord problems.